Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. The measurement was 0.101 with low limit 0.001 and high limit 0.100. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device failed the homechoice return instrument test/evaluation (rite) electrical test due to failed ground bond verification measurement but passed rite functional test. The assignable cause for the rite failure of ground bond failure was determined to be caused by a loose door post.